Event description:
Case description: investigation result: novopen® 4 - batch hvgl644-1. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it had not been possible to detect any irregularities. The product was found to be normal. Actrapid® penfill® 3 ml 100iu/ml, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: evaluation codes updated. Investigation result for novopen 4 updated. Manufacturer's comment updated. Narrative updated. Company comment: (B)(6) 2019: since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: novopen® 4 batch hvgl644-1. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Visual and functional examinations were performed the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it had not been possible to detect any irregularities. The product was found to be normal.

Event description:
Blood glucose level was (30 mg/dl) [blood glucose decreased]. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose [device malfunction], [incorrect dose administered by device]. Blood glucose level was at (570 mg/dl) [blood glucose increased]. Case description: study ID: (B)(6). Study description: trial. Title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index: not reported. This serious solicited report from (B)(6) was reported by a consumer as "blood glucose level was (30 mg/dl)" with an unspecified onset date, "novopen 4 is not working properly, and it releases more insulin than the adjusted dose" with an unspecified onset date, "novopen 4 is not working properly, and it releases more insulin than the adjusted dose" with an unspecified onset date, "blood glucose level was at (570 mg/dl)" with an unspecified onset date and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy", actrapid penfill hm (ge) (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used: 7 iu, qd, unknown) (regimen # 2: dose, frequency & route used, 7 iu in morning and 1 iu by afternoon, unknown) from unknown start date for unknown indication. Medical history was not provided. Concomitant medications included - lantus(insulin glargine). On an unknown date, the patient administered (7 iu) in the morning, and by 11 am her blood glucose level was at (570 mg/dl). So she was given one more unit (1 iu), and by 1 pm her blood glucose level was (30 mg/dl) and was hospitalized. The reporter complained that his sister's novopen 4 is not working properly, and it releases more insulin than the adjusted dose, which resulted in severe hypoglycaemia, and hospitalization. The doctor confirmed that the pen caused this incident. After using actrapid vial, her blood glucose level was adjusted. Batch number of actrapid has been requested and novopen 4 is available. Action taken to actrapid penfill hm(ge) was reported as product discontinued. Action taken to novopen 4 was not reported. The outcome for the event "blood glucose level was (30 mg/dl)" was recovered. The outcome for the event "novopen 4 is not working properly, and it releases more insulin than the adjusted dose" was not reported. The outcome for the event "novopen 4 is not working properly, and it releases more insulin than the adjusted dose" was not reported. The outcome for the event "blood glucose level was at (570 mg/dl)" was recovered. Reporter's causality ( novopen 4): blood glucose level was (30 mg/dl): probable. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: unknown. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: unknown. Blood glucose level was at (570 mg/dl): unknown. Company's causality ( novopen 4): blood glucose level was (30 mg/dl): possible. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: possible. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: possible. Blood glucose level was at (570 mg/dl): unlikely. Reporter's causality ( actrapid penfill hm(ge)): blood glucose level was (30 mg/dl): unlikely. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: unknown. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: unknown. Blood glucose level was at (570 mg/dl): unknown. Company's causality ( actrapid penfill hm(ge)): blood glucose level was (30 mg/dl): possible. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: possible. Novopen 4 is not working properly, and it releases more insulin than the adjusted dose: possible. Blood glucose level was at (570 mg/dl): unlikely. Investigation result: novopen® 4 - batch hvgl644-1: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system: (B)(4): the batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Actrapid® penfill® 3 ml 100iu/ml, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Company comment: on 25-jan-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill.